Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balanced middle weight (bmw); guiding catheter: jl 6-french. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. After placement of a 6-french non-abbott guiding catheter and a balanced middle weight (bmw) guide wire, pre-dilatation was performed with a 2.0x08mm unspecified balloon dilatation catheter (bdc). The 2.5x15mm xience xpedition stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy and the proximal shaft separated. As the separated portion was outside the patient's anatomy, the sds was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.5x15mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.